Event description:
It was reported that intermittent occlusions occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2025. The elevated bg was addressed by changing out the cartridge and a correction bolus via the pump. No assistance from a third party was required. Reportedly, the customer was using admelog insulin with the pump. Tandem customer technical support informed customer that admelog insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue.